Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient would become confused and not use aseptic technique when disconnecting after completion of therapy. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The patient was hospitalized for the event. Treatment for the peritonitis was unknown. Dianeal therapy was ongoing. It was reported that the patient recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.